Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received the product for investigation. The suction valve was received cut out of the tube set by the customer. A leak test was carried out in a water bath with compressed air in the laboratory of manufacturer. At a low pressure of 0.2 bar, air bubbles have come out under the cap. Based on this complaint could be confirmed. Lot 92194773 was reviewed. Scrap records were found as 'wrong shape' for material 70000.0884. No any other abnormality was detected which is indicating a non conformance of the product in question. Sap trend search was performed for based on (material 70106.8175, failure code 0114 leakage other tube set components)which came to following results: 0 additional complaint was found since last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated:0,2%, which is below 1%. Due to this information no systemic issue could be determined. As a corrective action, supplier complaint scar #(B)(4) was revised and supplier was informed regarding to complaint. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: #(B)(4), customer ref.:(B)(6).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:"quest one way valve leaked during use." (B)(4).